Event description:
It was reported that a user experienced disappearance of glucose readings on the ilet pump due to signal loss from a dexcom g7 sensor to the ilet; the user reentered the pairing code before the call disconnected, and subsequent contact attempts were made, indicating an intermittent communication failure associated with the device¿s antenna/electrical communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure involving the antenna/electrical communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.